Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vag. Infect."), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs") and urinary tract infection ("uti"). The patient was treated with surgery (hyst. (Partial)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, dyspareunia, menorrhagia, vaginal infection, bladder disorder, urinary tract disorder and urinary tract infection outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: it was unknown, if the patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back, menorrhagia (heavy menstrual bleeding), bladder probs.,urinary probs., uti, vag. Infect. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test was conducted, however, result was unknown. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vag. Infect."), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), urinary tract infection ("uti") and prolonged menses ("periods were always every 4 weeks, 3 days and done, after a month or so of essure its now every 3-4 weeks for 7-12 days"). The patient was treated with surgery (hyst. (Partial)). Essure (ess205) was removed on 1-feb-2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, dyspareunia, menorrhagia, vaginal infection, bladder disorder, urinary tract disorder and urinary tract infection outcome was unknown and the prolonged menses had not resolved. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal infection and prolonged menses to be related to essure (ess205). The reporter commented: it was unknown, if the patient received treatment for dysmennorhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back, menorrhagia (heavy menstrual bleeding), bladder probs.,urinary probs., uti, vag. Infect. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test was conducted, however, result was unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event periods were always every 4 weeks, 3 days and done, after a month or so of essure its now every 3-4 weeks for 7-12 days was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.